Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running light emitting diode (led) and the controller display not illuminating could not be confirmed through this analysis. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. The submitted log file did not reveal any issues with the system controller and the pump appeared to operate as intended. The root cause for the reported event was not conclusively determined through the analysis. Device history records were reviewed for the system controller (serial #: (B)(6)) and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate ii patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients system controller was not luminating on the display. The pump running light was barely visible. The other icon lights on the controller seemed to light up when a battery was pulled off. A controller exchange was performed. It was noted that the patient had a significant amount of repair tape on the driveline, and it was suspected that a clamshell repair would need to be performed in order to perform the controller exchange. It was additionally stated that tape was put back on the driveline for now, and it was really unstable. The clamshell repair was performed with no issues, and it was noted that the controller was able to be exchanged prior to the repair. Exchanging the controller resolved the display issues. Related manufacturer reference number: 2916596-2023-08901 (pump).